Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the catheter was returned in three separate sections. - the balloon exhibited a complete, circumferentially-directed tear, 2.2 cm distal to the proximal balloon seal. - the distal balloon segment exhibited an axially-directed tear. - the inner body was noted to be fractured at the distal markerband and just proximal to the distal balloon seal. - the inner body material at the fractured areas was noted to be elongated. Microscopic examination: further evaluation using scanning electron microscopy on the outer balloon material revealed evidence of a surface abrasion intersecting the circumferentially-directed tear edge. Although the exact cause for the balloon damage could not be determined, it appears that the balloon was exposed to an unidentified source of abrasion. Due to the elongated condition of the inner body material at the fractured areas, it appears that the inner body fractured due to the force required to withdraw the catheter exceeding it's design limits.

Event description:
Within the dialysis fistula, the balloon ruptured and separated